Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys estradiol iii (estradiol iii) on a cobas e 801 analytical unit. The initial result was 12.0 pg/ml. This result was reported outside of the laboratory where it was questioned. The sample was repeated with a result of 1395 pg/ml. The repeat result was believed to be correct. The estradiol iii reagent lot number was 566730. The expiration date was not provided.

Manufacturer narrative:
The customer declined a service visit as they noted bubbles in the sample. Calibration was last performed on 23-mar-2022 and was acceptable. Qc was acceptable. There was no indication of a reagent performance issue. The alarm trace showed a sample clot alarm. The customer has had no further issues. The investigation determined the event was due to a pre-analytical handling issue at the customer site. Correct pre-analytic sample handling is within the customer's responsibility.